Event description:
It was reported to boston scientific corp that an endovive safety peg kit pull method was placed during a percutaneous endoscopic gastrostomy (peg) procedure in 2009 (pt's age unk). According to the complainant, the following month, when the medicine was injected the device leaked around the y connector. A crack was noted at the lower part of the y adapter. The procedure was completed with a different device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.